Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported device alarmed vent inop due to a machine and proximal pressure sensor reference failure. There was no patient harm.

Manufacturer narrative:
Patient information was requested and none was available.

Manufacturer narrative:
Event date: (B)(6)2015. MFR receiving date: 08/24/2016. Conclusion / root cause: this mc board was tested and no failures were identified this report is being submitted as part of the remediation for CAPA (B)(4).